Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the black box did not indicate any evidence of power loss. The pump powered on appropriately to the verify screen, however shortly afterwards the pump emitted a call service 60 alarm that could not be cleared. Investigation for the alleged power issue could not be adequately investigated due to the alarm.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was continuously rebooting. The reporter denied any damage to the battery cap or battery compartment and denied any moisture in the pump. During troubleshooting, the reporter inserted a battery from a new back but the pump did not power on appropriately. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.